Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00621. It was reported that rotawire fracture occurred. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During preparation, a rotalink plus 1.75mm was used during set up outside the patient's body. However, it was noted that the rotawire became detached. The procedure was completed with another of the same device. No patient complications were reported.